Event description:
The physician reported oversensing, which generated three inappropriate shocks. Reportedly, the impedance, sensitivity and threshold measurements relative to the subject, lead are stable. The subject lead remains implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.